Event description:
During a premature ventricular contraction (pvc) procedure, a pericardial effusion was noted. Pace mapping with the ablation catheter would capture intermittently in the left ventricle at different locations. Post ablation, during the waiting period, a pericardial effusion was noted. No intervention was reported and the patient is in stable condition. The physician believes the effusion was due to patient movement.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.